Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Magnet inside the head on the hand piece is missing...coming loose mid brushing/gap between the hand piece and the attached brush head - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the magnet inside of the oral-b toothbrush head on the oral-b io9 toothbrush hand piece was missing from his device, causing the brush head to come loose mid-brushing. No injury was reported.

Manufacturer narrative:
22-dec-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Magnet inside the head on the hand piece is missing...coming loose mid brushing/gap between the hand piece and the attached brush head - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the magnet inside of the oral-b toothbrush head on the oral-b io9 toothbrush hand piece was missing from his device, causing the brush head to come loose mid-brushing. No injury was reported. 28-dec-2022 case update: the concomitant product lot was a2020 0125. No injury was reported.